Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the central processing unit (cpu) board to address the reported issue. A cpu was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The ventilator diagnostic logs were reviewed and the product analysis technician found multiple error codes indicating- power aux alarm supply failed, 35 volts failed, 24 volts failed, 5 volts failed, patient disconnect, air flow and o2 flow failed, machine pressure and proximal pressure calibration failed, ventilator restart, primary and backup alarm, alarm light emitting diode (led) failed, patient disconnect, over voltage protection circuit failed and barometer calibration data error. An investigation was performed and the product analysis technician reported unable to duplicate the reported issue.